Event description:
It was reported "when the kit is used, when the cordis is first introduced, we get appropriate blood return with aspirating the side port.however, once the pacing wire (also in the kit) is placed through the cordis, and the cordis locking piece w/positioning sleev eappropriately placed, we aspirate air from the side port, so the central line is not useable. Also, the positioning sleeve fillswith blood, or other fluids we attempt to introduce through the side port". To continue therapy, another kit was used. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The reported complaint of sheath leaked is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "when the kit is used, when the cordis is first introduced, we get appropriate blood return with aspirating the side port. However, once the pacing wire (also in the kit) is placed through the cordis, and the cordis locking piece w/positioning sleeve appropriately placed, we aspirate air from the side port, so the central line is not useable. Also, the positioning sleeve fills with blood, or other fluids we attempt to introduce through the side port". To continue therapy, another kit was used. No patient injury or consequence reported.